Event description:
It was reported that during a hysterectomy, the device did not fire and the clips were not formed correctly. The procedure was completed with the same, like product. There was no pt consequence.